Event description:
The manufacturer received information regarding a dreamstation auto CPAP device alleging nose irritation and reduced cardiopulmonary reserve. There is no allegation of serious or permanent harm or injury. No medical intervention was reported by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned.